Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of their automated peritoneal dialysis therapy. Reportedly, the home pt was utilizing a standard homechoice set in combination with two pt line extensions. Per the home pt, the pt line of the homechoice set was left clamped during the prime cycle. The home pt noted after the prime cycle had completed that this had caused the pt line of the homechoice set and the two extension sets to not prime completely. The home pt attempted therapy with this setup, and received the system error 2240 alarm during initial drain. Baxter's technical service center assisted the home pt in ending therapy early. Therapy was completed by setting up with new supplies. Per the home pt, no pt injury or medical intervention was associated with this incident.